Event description:
It was reported, that the patient presented for follow up. With the pulse generator in backup operation, due to suspected sudden premature battery depletion. The patient was scheduled explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed, premature discharge of battery was not confirmed. The device was in backup mode with device image corrupted upon receipt. The cause of corruption is unknown. Electrical and mechanical analysis performed, after re-loading the product code and programming the device to nominal settings, indicated normal functionality with battery above elective replacement indicator (eri) level. Evaluation of the output signal found normal pacing parameters. Further, battery assessment performed at various pulse amplitude measured current levels within normal range and no indication of premature depletion noted. Additionally, the pacer was monitored with load for several days with daily interrogation and results indicated normal results. Despite extensive testing, the backup condition could not be duplicated. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.